Event description:
The pt stated that last week he went to bolus and the screen of his infusion device was completely blank. He stated he did not receive the a2 (low power pack warning) or e2 (power pack depleted alarm). He stated his power pack was "maybe close to two weeks old" at the time of the event. He stated he was aware of the recall. He inserted a new power pack and his infusion device functioned properly. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.